Manufacturer narrative:
The initial report was submitted 18-jul-2023. The catalog # was left blank, the incorrect primary unique device identifier (UDI) # and incorrect d9 returned to manufacturer date was provided in the initial report. The following cells were corrected in this follow up #1 report: d4 catalog #, d4 primary unique device identifier (UDI) # and d9 returned to manufacturer.

Manufacturer narrative:
The hydromark breast biopsy site marker is made of a resorbable hydrogel that expands with fluid and is then resorbed. The hydrogel material is visible under ultrasound. Embedded in the hydrogel is a coiled metallic wire that will be permanently visible under x-ray and MRI when the hydrogel is resorbed. The hydromark biopsy site marker is a permanent implant and is not intended to be removed unless the marked tissue is determined to require surgical removal. According to the reporter, this event happened after clip placement/biopsy site marking. The spring of the marker was caught in the aperture and damaged. Spring extended but probably not broken. The procedure was completed. No patient complications. Good faith efforts were performed and the reporter clarified the following information: there was no additional intervention or surgery conducted. The aperture was closed after placement of device. The revolve st biopsy device was examined, and the marker placement in patient body was confirmed by mammography. There were no metal fragments or other objects around the marker. One 4010-03-09-t3 hydromark and one mst1009 probe were returned and evaluated. The 4010-03-09-t3 was found to have the spring on the plunger sheared. The mst1009 had no observable aperture damage and no signs of the sheared spring. The root cause was determined to be customer failure to follow instructions for use (IFU). The customer provided the following information as a good faith effort response: "the aperture was closed after placement". The instructions for use (IFU) state: "cause: activating cutter" and "effect: marker damage, marker migration, device damage, and/or difficulty distinguishing marker shape." Although no patient/user injury occurred, we are reporting this event as this failure mode has been reported in the past.

Event description:
According to the reporter, this event happened after clip placement/biopsy site marking. The spring of the marker was caught in the aperture and damaged. Spring extended but probably not broken. The procedure was completed. No patient complications.